Manufacturer narrative:
Update: d9, h3, h6 device evaluation: follow-up report submitted to document device evaluation results

Event description:
It was reported that during a procedure at the user facility while using the device the driver and live camera failed to fucntion, the device the lost all functionality and displayed a software failure. The device was restarted but showed inaccuracies and was not used to complete the procedure. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility while using the device the driver and live camera failed to function, the device the lost all functionality and displayed a software failure. The device was restarted but showed inaccuracies and was not used to complete the procedure. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.